Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event (i.e., the connector centerpiece lens was observed broken) was user handling, such as an impact when force was applied to connect the camera head. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; inspection of the unit found that the rx module was damaged.

Event description:
A user facility reported to olympus that the connector centerpiece lens was observed broken where the camera head was inserted. The problem, as reported to olympus, occurred during maintenance.